Event description:
Customer reported that he had to go to the emergency room and was hospitalized due to high blood glucose and dka. Customer blood glucose reading at the time of the emergency room visit was over 780 mg/dl. Customer stated he was feeling nauseous and vomiting prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Cracked battery tube threads noted during visual inspection.